Manufacturer narrative:
Unit was returned to the company's repair center for eval.

Event description:
Customer reported an issue with the v series monitor's display, which may have affected pt monitoring. No pt injury was reported.